Event description:
It was reported that the radio frequency (rf head) would not recognize any devices and no lights turned on. The rf head will be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).